Event description:
According to the reporter, during colectomy, the device was fired but end-to-end anastomosis failed due to poor staple formation and incomplete staple line. There was tissue damage. Resection was performed and another circular stapler was used to complete the end-to-end anastomosis on a new tissue. The event resulted to tissue loss. The surgical time extended 30 minutes or more due to the product problem. It was reported that there was excessive tissue incorporated into the barrel of the stapler. The instrument and anvil combination used were not matched. The donut was not complete.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted microscopic inspection of the knife noted staple divots. The instrument was received for evaluation with anvil attached. Green indicator was not visible and safety feature was engaged as received. The staple guide was observed to be attached to the instrument with no damage and was fully applied. Insert component was observed in correct position. The anvil of the instrument was observed to be tilted, and the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. When handle is squeezed, pushers and knife are activated as expected. No other abnormalities were observed. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was reloaded and applied to the appropriate test media with complaint anvil producing acceptable results for staples deployment and formation. Pusher-fingers and knife advanced when the handle was squeezed, and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that staples were missing from the staple line after firing and the staples did not form as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colectomy, the device was fired but end-to-end anastomosis failed due to poor staple formation and incomplete staple line. There was tissue damage. Resection was performed and another circular stapler was used to complete the end-to-end anastomosis. The event resulted to tissue loss. The surgical time extended 30 minutes or more due to the product problem. An additional operation was required to correct the problem. It was reported that there was excessive tissue incorporated into the barrel of the stapler. The instrument and anvil combination used were not matched. The donut was not complete.